Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). D4) catalog# igtcfs-65-1-uni-celect g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to device under 510(k) k090140. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: three years after implant (filter was not retrieved due to loos of patient track) patient coughed one of the small legs of the celect filter. On the chest rx we found other three legs (two on left lung and one on the right lung.) The filter was excentered and with the retrieving hook inside the wall of the inferior vena cava. Additional information received 06jun2018: the patient sneezed and the leg of the filter came out of his mouth for this reason he went to the hospital. Retrieval was not possible as it was not possible to catch the hook. The doctor did not want to use our retriever, he used one of cordis's bow, probably because the filter was pinned to the wall. The physician decided to put an optease to avoid migration of the others legs. Patient outcome: a section of the device did remain inside the patient¿s body. (The only part of the device retrieved was the part that the patient coughed up, all other parts remain in the patient.) The patient will likely require additional procedures due to this occurrence. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. (Pulmonary embolization)

Event description:
Description of event according to initial reporter: three years after implant (filter was not retrieved due to loos of patient track) patient coughed one of the small legs of the celect filter. On the chest rx we found other three legs (two on left lung and one on the right lung.) The filter was excentered and with the retrieving hook inside the wall of the inferior vena cava. Additional information received 06jun2018: the patient sneezed and the leg of the filter came out of his mouth for this reason he went to the hospital. Retrieval was not possible as it was not possible to catch the hook. The doctor did not want to use our retriever, he used one of cordis's bow, probably because the filter was pinned to the wall. The physician decided to put an optease to avoid migration of the others legs. Patient outcome: a section of the device did remain inside the patient¿s body. (The only part of the device retrieved was the part that the patient coughed up, all other parts remain in the patient.) The patient will likely require additional procedures due to this occurrence. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. (Pulmonary embolization)

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: (B)(4). H6) device code: 3191 - no code available for perforation. Ec method code: 4109 - historical data analysis. Summary of investigational findings: investigation is based on event description and image review. The inferior venacavogram demonstrated interval development of penetration involving at least 3 of the 4 secondary filter legs, insignificant tilt, and the hook of the ivc filter abutting the left lateral wall of the ivc, accounting for the inability to capture the hook with a snare device. The ivc cranial to the filter itself was atretic or possibly underperfused or chronically scarred, given its small size. The ivc diameter measures only 8 to 10 mm in diameter, at the level of the filter. Given the small size of the ivc, less than 15 mm, the celect filter would not been an ideal choice for filter implantation as this is below the recommended size limit of the IFU. However, without the placement images, it is difficult to determine if the ivc was this small at the time of initial placement. There is no evidence of significant tilt, so the development of penetration is not likely related to tilting of the ivc filter, but rather the small size of the ivc and potentially the intrinsic characteristics of the patient's biology. Given the small size of the ivc, this may have contributed to the development of secondary filter leg fracture due to abnormal stresses placed on the secondary filter legs and their engagement with the wall of the ivc. Without the placement images available for review or additional clinical information, determining the most probable cause of filter fracture with embolization is not possible. On the images provided, the most likely culprit is the small size of the ivc as discussed above. IFU, contraindication: diameter of the ivc < 15mm. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that filter fragment embolized into the heart or lung may be safely retrieved. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.